Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the error e116 which indicated that the subject device had malfunction was displayed during the maintenance by the field service engineer of olympus india. The subject device did not work properly. The other detailed information was not provided. There was no report of patient injury associated with this event.